Event description:
The customer states that: "the device failed with the following message apr (anatomical programmed radiography) not available. The pt is lying there and one cannot work, total system failure."

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.